Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/+2,5; cat# 6570-0-536; lot#99624403. Trident psl ha solid back 52mm;cat# 540-11-52e; lot# 98629103. 21mm mod rev hip body/bolt stdcomponent level 9006-1-021; cat# 6276-1-021: lot# 95977002. Mod con dist stem 14 x 155 mm; cat# 6276-7-014: lot# cax094420e. Md vit slv and 2.0mm homog cbl; cat# 6704-0-510: lot# 99237301 x 4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
It was reported that the patient's right hip was revised due to infection. An I&d was performed along with a head (implanted (B)(6)2023) and liner (implanted (B)(6)2023) exchange. Rep confirmed that no further information will be released by the hospital or surgeon.